Event description:
It was reported that during implant the setscrew of pulse generator could not be tightened. The device was not used and new device was placed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found excessive medical adhesive inside the hex inset.